Manufacturer narrative:
Follow up with the customer determined, that there was no malfunction of the device. And that, the customer was just asking general questions about device usage and maintenance.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had an unspecified issue. There was reportedly no patient involvement